Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a fault synchronization between the camera and the polaris spectra system control unit (scu). Once the scu was replaced, the system then passed the system checkout and was found to be fully functional. The scu was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported there was a failed synchronization between the camera/polaris spectra system control unit (scu) and the computer. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: initial reporter updated to (B)(6) (surgeon). If information is provided in the future, a supplemental report will be issued.